Event description:
It was reported that during a gastrectomy procedure, error sound occurred, and blade broke. Could not connect to hand piece. Another device was used to complete the case. No patient consequence.